Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 31 mg/dl at time of the incident. The customer was having issues with sensor calibration and sensor glucose versus blood glucose value differences. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the sensor issues but not for the low blood glucose. The insulin pump will not be returned for analysis.